Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose levels at the time of incident was 33.3 mmol/l. Customer current blood glucose level was 6.8 mmol/l. Customer stated that bolus did not correct blood glucose value. Customer did not reported any symptoms due to high blood glucose level. Customer was using insulin pump system within 48 hours of reported event. Customer was treated with injections for high blood glucose. Auto mode feature was not active at time of event. Customer performed displacement test and high pressure test and it was passed. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.